Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported conflicting results on same test. Received one positive and one negative result. Symptomatic. No additional information relating to follow-up testing was provided.